Manufacturer narrative:
(B)(4). Patients information unable to be obtained despite a good faith effort made to obtain the information from the customer. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported, during multiple ent procedures the plasmablade device tip melted. There was no patent injury reported. It was also identified that the customer has been re-processing/re-using the plasmablade device tips. The number of cases is unknown, therefore this record will report the issue and patients as a whole.